Event description:
We received a report concerning an intraocular lens (iol) that was explanted and replaced with another iol during the same procedure. The lens was explanted due to the patient experiencing glare and shadows; it had also become dislocated. The incision had to be enlarged to remove the lens, but did not require a suture. The patient was reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
We received a report concerning an intraocular lens (iol) that was explanted and replaced with another iol after approximately two (2) months. Evaluation of the returned intraocular lens at our manufacturing site revealed upon a visual inspection that showed that the returned sample was covered with contamination. No optical deviations on the optics were found. The intraocular lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the manufacturing records showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 16.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.